Event description:
A site neuro coordinator reported an alleged inaccuracy while in a spine case. The o.r. Staff had taken two spins at the beginning of the procedure because the operation was going to cover considerable anatomy (ten levels). The first spin appeared fine. The surgeon noted the second spin was off when he was 6 levels away from the frame and had already placed hardware. The surgeon did not have an estimate of the alleged inaccuracy. As this was a large multilevel procedure, the site reportedly took two spins before the surgery. A medtronic technical services representative advised the site neuro coordinator it was best to spin once, do a few levels, check the accuracy, and then take a second spin in case the spine is jarred or manipulated while placing the screws. The site neuro coordinator responded that they always do it this way and without issue. The surgeon proceeded to place the rest of the screws and take another spin to see if the next spin was accurate. The surgery was completed successfully with the use of navigation. There was no impact to patient outcome reported.

Manufacturer narrative:
No files have been received by the manufacturer for evaluation. Software has not been evaluated as of the date of this report. A medtronic representative went to the site and following this event tested that i7 room finding everything ti be accurate and functioning properly.